Event description:
On (B)(4) 2013, the reporter contacted lifescan (B)(4), alleging error 1. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The patient returned the subject test strips. However, the evaluation of the product is not required since the alleged issue refers to meter issue only.

Manufacturer narrative:
Follow-up # 1 (07/23/2013)-device evaluation: the subject meter was returned on 04/30/2013 and evaluated by product analysis on 07/19/2013 with the following findings: the analysis of the subject meter identified a defective capacitor. The capacitor was found to be open/shorted. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.